Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26sep2018. A philips representative was dispatched on site and the unit was evaluated; the reported problem was confirmed. Testing was performed and all tests passed. The battery and front panel were disconnected and reconnected. The reported problem was resolved and the unit was returned to service.

Event description:
It was reported that an error code was observed related to a depleted battery and the battery charging indicator was blinking. The device was in use when the reported event occurred, however there was no report of patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 15nov2018. Date of manufacturer: 14nov2018. MFR report #2031642-2018-01953 is a duplicate of an event previously reported under MFR report #2031642-2018-01952. Any additional information will be submitted under the initially reported MFR#2031642-2018-01952¿.

Manufacturer narrative:
Date of report: 15nov2018. Date of manufacturer: 14nov2018. MFR report #2031642-2018-01953 is a duplicate of an event previously reported under MFR report #2031642-2018-01952. Any additional information will be submitted under the initially reported MFR#2031642-2018-01952¿.